Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 3.6, lab: 2.2 . Lab drawn was performed immediately after meter testing.

Manufacturer narrative:
Investigation pending.